Event description:
It was reported that while using bd preset¿ eclipse¿ there was no expiration date on the package. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6 investigation exec summary material #: 364390 lot/batch #: 2005517 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to lot number 2005517 as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing/incorrect label information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10